Manufacturer narrative:
The device has not yet been received in jacksonville for evaluation/repair.

Event description:
It was reported the drill heated up quickly and became too hot to handle. The user discontinued use. There was no injury reported.

Manufacturer narrative:
(B)(6) 2016 the device was received and evaluated. The device temperatures one minute at 60,000 (rpm) measured: t1 - 84°f and t2 - 85°f. The overheating was not confirmed. The device was received in good condition with no functional fault found with the device. (B)(4).